Event description:
After successfully treating a proximal lad lesion, the physician attempted to remove the cutting balloon catheter through the guide catheter when resistance was felt. The physician stated that the catheter became lodged in the guide catheter. The physician was able to remove the catheter and the guide catheter together without further incident. There was no patient injury associated with this event.